Event description:
The company was informed that the pt had surgery to reinsert the internal magnet in the proper position. The surgeon thinks the magnet became dislodged due to some kind of head trauma. The pt's device is functioning as required.

Manufacturer narrative:
The pt's device remains implanted, and the pt is doing well. This is the final report.